Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the right atrial (ra) lead exhibited noise for over two years. One and a half years earlier it also stated displaying high out of range pacing impedance measurements of greater than 3000 ohms along with high threshold measurements. The clinic had programmed the cardiac resynchronization therapy defibrillator (crt-d) to pace in the ventricle, but sense in both chambers since the start of the noise. The physician opted to surgically abandon the ra lead. A new lead was successfully implanted. The field representative was notified of these issues post procedure. No additional adverse patient effects were reported.